Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, connector unplugged/loose. Complaint was confirmed. The underlying cause is connector unplugged/loose. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, connector unplugged/loose. Dealer states the battery lights will not come on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the battery lights will not come on.